Event description:
A user facility reports a patient has had ongoing glare and dysphotopsia following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional information has been requested.

Manufacturer narrative:
The complaint device remains implanted and is not available for evaluation. Product history records could not be reviewed because the reporter did not provide a serial number, lot number or any identification traceable to the manufacturing records.